Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that prior to use the tip of the 4.5x120mm supera self expanding stent system (sess) was noted to be missing. The sess was not used in a procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported tip material separation was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during unpackaging and/or during preparation for use inadvertent mishandling resulted in the reported tip material separation/noted inner member flattened/separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.